Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. High left ventricular (lv) lead thresholds were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.